Event description:
The account alleged the foot end brake was not fully engaging. The account alleged a caregiver suffered an injury which was bruising to her side.

Manufacturer narrative:
The technician investigated and found the foot end brake caster was worn. The technician was unable to replace the brake caster due to the patient could not be taken out of the bed. No further information is available on the repair of the bed at this time. The account has not provided any additional information on the alleged injury to the caregiver at this time.